Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow alarms. Although a specific cause for these events could not be conclusively determined through this evaluation, the account stated that the alarms were caused by the patient¿s hypovolemia. A direct correlation between on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. Review of the submitted log files revealed numerous low flow fault flags and transient low flow alarms. Elevated pi values were captured during the low flow events. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The decision was made to continue to monitor, and the patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number, (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. Section 6 (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented on (B)(6) 2023 with multiple and continuous low flow alarms which had been occurring over the past several days, accompanied by slight lightheadedness. Interrogation in the clinic revealed 3 low flow alarms on (B)(6) 2023 but the patient reported that they had several that day. Mean arterial pressure (map) and fluid status were within limits. It was noted that the patient was hydrating with at least 2-2.5 liters of water per day and the patient had a recent up titration of blood pressure medications. Echocardiogram on (B)(6) 2023 with grossly normal sized right ventricle (rv) with reduced function but was unchanged from previous echocardiogram. Rv systolic pressure was normal. Log file review captured 12 low flow events and 94 low flow flags, 82 of which did not persist long enough to trigger a low flow alarm. It was later reported that the low flow alarms were caused by hypovolemia and a small left ventricle. The alarms resolved with hydration and decreasing left ventricular assist device (lvad) speed from 55500 rotations per minute (rpm) to 5300 rpm. Right heart failure was determined not to be a factor in the case after the physician reviewed the echocardiogram and there were no device related issues that would have caused or contributed to the condition. The plan of care was to continue monitoring the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.